Manufacturer narrative:
The service representative changed and adjusted the sample probe. The sample syringe was cleaned, and other maintenance actions were performed. After the service visit, the customer had no further issues. The alarm trace showed several alarms indicating issues with the instrument and sample quality. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer was having an issue with the system water on a cobas 6000 c (501) module. The field service engineer (fse) checked the analyzer, resolved the water issue, changed the water in the system, and ran calibration, and ran qc. After the service activities, the customer complained of discrepant ca2 calcium gen.2, phos2 phosphate (inorganic) ver.2, and ise indirect na for gen.2 results for 2 patient samples on the c 501 module. For patient 1 the initial ca2 result was 12.6 mg/dl and was reported outside of the laboratory. The repeat ca2 result was 10.1 mg/dl on a different c 501 module and was believed to be correct. The initial phos2 result was 5.1 mg/dl and was reported outside of the laboratory. The repeat phos2 result was 3.8 mg/dl on a different c 501 module and was believed to be correct. For patient 2 the initial na result was 148 mmol/l and was reported outside of the laboratory. The repeat na result was 141 mmol/l on a different c 501 module and was believed to be correct. There was no allegation of an adverse event. The ca2 reagent lot number was 30877501 with an expiration date of 30-apr-2018. The phos2 reagent lot number was 302863. The expiration date was asked for but not provided. The na electrode lot number was h8412. The expiration date was asked for but not provided. The fse performed a hardware check and multiple tests did not meet specifications. Based on the acceptable calibration and qc the investigation ruled out a general reagent problem for ca2 and phos2. The investigation found that a special wash for carryover to ca2 was not installed on the c 501 module.

Manufacturer narrative:
The required ewcs are installed when the instrument is initially installed at the customer's site. The ca2 method sheet states "action required special wash programming: the use of special wash steps is mandatory when certain test combinations are run together on roche/hitachi cobas c systems. All special wash programming necessary for avoiding carry-over is available via the cobas link, manual input is not required. The latest version of the carry-over evasion list can also be found with the naohd/ sms/ smpcln1+2/ sccs method sheet and for further instructions refer to the operator¿s manual." While we cannot confirm, we suspect either a new test was added by the customer without the addition of the ewcs as defined in the labeling, or the customer deleted the previously installed ewcs for the ca2. The labeling already addresses this issue. When the labeling is followed this issue should not occur. No additional actions are being taken. The labeling already addresses this issue. When the labeling is followed this issue should not occur. Refer to the following documents, which are attached: the special wash requirements method sheet (naohd-sms-smpcln1+2-sccs cobas®), attached, is part of the device labeling. The cobas c 501 operator's manual. Pages covering special washes are attached. - attachment: [special_wash_requirements_method_sheet_naohd_sms_smpcln1+2_sccs.pdf, pages_from_c501_operator's_manual_special_washes.pdf].